Manufacturer narrative:
Final analysis confirmed the reported backup operation. It was noted that the device had been exposed to cold temperatures prior to its return.

Manufacturer narrative:
(B)(4). Finaly analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. It was noted that the device had been exposed to cold temperatures prior to its return.

Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator exhibited backup vvi mode. The device was not used and a new device was implanted. No patient's condition was good.